Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the external pulse generator (epg) did not have the pacing delay expected when the battery was being changed. The patient showed 'ventricular standstill." The physician began cardiac pulmonary resuscitation (CPR) and "code blue" was called. The epg seemed to "warm up" and started pacing again. The patient woke up with no "ill effects." An external life pack was also placed on the patient for back up. The epg was replaced. The epg will be returned. There were no further complications reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) did not have the pacing delay expected when the battery was being changed. The patient showed 'ventricular standstill." The physician began cardiac pulmonary resuscitation (CPR) and "code blue" was called. The epg seemed to "warm up" and started pacing again. The patient woke up with no "ill effects." An external life pack was also placed on the patient for back up. The epg was replaced. The epg will be returned. There were no further complications reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device investigation results.